Event description:
It was initially reported that after completion of an ion endoluminal lung biopsy procedure, the patient was diagnosed with a pneumothorax and a chest tube was inserted. On (B)(6) 2022, intuitive surgical inc. (Isl) contacted the physician of this procedure and additional information was obtained about the complaint: this pneumothorax was identified via a chest x-ray. The physician said it is hard to tell if an ion product caused or contributed to this injury. The physician said the 21g flexision biopsy needle may have contributed to the pneumothorax as it was being used during the biopsy. In addition, the on-site cytology technician noticed there were mesothelial cells during in the biopsies and informed the physician they might have been biopsying the pleura. The target lesion was 1.8 x 1.7cm in size. The lesion was in the left upper lobe and within 0.5 cm of the pleura. The physician said they are unsure if this pneumothorax would have occurred if the procedure was performed via another modality. The pneumothorax was reportedly ¿tiny initially¿ but grew to a moderate size when observed four hours post-procedurally with CT imaging. The patient experienced subcutaneous emphysema with no respiratory symptoms. The patient was never considered medically unstable and was hospitalized one day with a chest tube placed for the resolution of the pneumothorax. The patient was discharged home in stable condition on post-procedure day one.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer reviewed the ion system logs for this event: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient was diagnosed with a pneumothorax and a chest tube was placed to resolve the complication. The cause of complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.